Event description:
Customer has not received any calls regarding this matter. She has fallen with this walker 5 times allegedly. Customer is still using the rollator. She has no other item to use. Frame is loose and falling apart. Consumer has had scrapes and bruising allegedly from falling. Last fall was (B)(6) 2011 going down the ramp with the rollator.